Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was undergoing a normal device changeout procedure. The patient had complete heart block therefore, the device was programmed to pace in the ventricles only (electrocautery mode) during the procedure. The patient's left ventricular (lv) lead was removed from the header and the patient went asystole. The lv lead was hooked up to the pacing system analyzer (psa). The patient's right ventricular (rv) lead had pulled out of the header without the setscrews being unscrewed. One of the rv setscrews was believed to be stripped and stuck therefore, pacing was lost when not expected. No adverse patient effects were reported. A new crt-d was successfully placed. No further complications were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.